Event description:
It was reported that this brady lead attempt was unsuccessful due to severe difficulty bypassing the vasculature near the clavicle. During the attempt, this lead was damaged, at the distal end was kinked, and a portion midway through the coil was damaged, despite the absence of a stylet. A long sheath one french size larger was used, allowing advancement of the lead down the superior vena cava (svc) and into the heart. However, the distal portion of the lead appeared kinked, preventing proper positioning in the rv apex, and causing a curved trajectory. A new brady lead of the same model was implanted successfully and this brady lead will be return for analysis. No adverse patient effects were reported.